Manufacturer narrative:
Inspection and testing of the drill revealed no deficiency that would have caused the observed complaint. The broken bur was damaged to the point where performance testing could not be performed. The device may have been dropped with the bur in the drill.

Event description:
Bur broke off inside handpiece.